Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was reported as "high", per continuous glucose monitor; cause was not known. Customer administered a correction bolus via the pump to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.